Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was returned for investigation. Visual inspection of the returned product identified bone / tissue attached to the implant external threads. Fracture at the collar and screw fracture found inside the drive feature. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth #36 and was used for approximately 5 years. Pictures or x-ray images were not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that it was reported that the implant fractured and was removed. The reported complaint could not be verified. Was confirmed, could not be confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the implant fractured and was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Unique identifier (UDI) number not applicable. Additional PMA/510(k) number ¿ k011028 / k013227.